Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose was 200 mg/dl. The customer continued to use the pump for insulin therapy.